Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint is not confirmed - no issues were observed. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning was required. This device was manufactured on 09/19/2013 and a review of work order (B)(4) containing lot 137 and serial number (B)(4) showed that this device passed the required inspection points without reworks, variances or mrrs. There is no service history for this device. No manufacturing or design related trend has been identified conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2013 with no prior service history.

Event description:
Patient slippage occurred. The patient was supine on a stretcher and was clamped. The surgeon was holding the clamp parallel to the ground, getting ready to flip to prone over to the operating room (or) bed. The patient's head somehow tilted with the surgeon holding the clamp. There was no patient injury. The staff reported that nothing on the clamp seemed to have changed position. Additional information has been requested.